Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. A backup controller and fully charged batteries must be available at all times for controller failures or malfunctions. The backup controller should be set with the same pump parameters and patient information as the primary controller. A controller failure or serious controller malfunction will generate a high priority or red alarm and the controller display will tell you if you should "change controller". Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during a controller software upgrade the controller failed a qualification step. The controller had a "controller failed alarm" with "change controller" notification. This notification was on the patient's backup controller, the controller was exchanged with no reported consequences or impact to the patient. No additional information provided.

Manufacturer narrative:
After review of additional information received, date received by MFR, if follow-up, what type? And evaluation codes have been updated accordingly. Additional analysis of the complaint information and results of product testing has determined this event would not be likely to cause or contribute to a death or serious injury. The software upgrade is performed on the controller when it is not in use by the patient. This will result in annoyance and will not affect the functioning of the pump. Therefore, this is not a reportable event, as this event condition will not require medical intervention to prevent a serious injury.